Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Device evaluation: d6b, d9, g3, g6 h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and function and upon initial observation found to have creases and dark yellowing. The device weighed 496.8 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.